Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to open the drawer. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The field service engineer (fse) confirmed that there were no failures and verified that the customer was able to perform inventory. Fse also mentioned that the user was not trained properly. The system functioned as intended after the field service engineer investigated the device.